Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received two instances of high voltage therapy. Upon review, it was noted that the implantable cardioverter defibrillator delivered inappropriate therapy for a supraventricular tachycardia. Programming changes were discussed. The physician elected to address the issue with medication. No patient symptoms were reported.